Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to confirm motion sensor test failure alarm, off no power alert and unable to perform any tests due to motor error alarm. Insulin pump received with cracked reservoir tube lip, missing drive support sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No missing reservoir tube lip o - ring noted. No moisture damage on electronics assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motion sensor test failure. The customer¿s blood glucose level was 224 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Displacement test was performed and failed. Customer also reported off no power alarm with a low battery alert warning and a battery out limit alarm. Troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.